Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, and h11. The device was returned to olympus for inspection; however, the reported failure could not be confirmed. Based on the investigation results, since the reported failure was not reproduced during evaluation, a root cause could not be identified. This supplemental report is being submitted to provide the results of the final investigation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the autoclavable camera head had a bad image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.